Event description:
Customer reported the system boots on its own and sounds like it is producing x-rays on its own. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the ground connection on the power plug. System operates as intended. This MDR is related to ge healthcare.